Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported bvvi was confirmed in the laboratory. From the spin-buffer, the device was under telemetry for at least 10 minutes and the reset happened 14 minutes after that. In the lab, the device was tested using ate and the device was found to be normal. The cause for reset could not be determined.

Event description:
It was reported that prior to implant, the device was found in backup vvi mode. This device was not used.